Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 700 to 800mg/dl; cause was unknown. The customer declined to provide additional information regarding the issue.